Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter had experienced high blood glucose. The customer¿s blood glucose level was 259 mg/dl at the time of incident and current blood glucose 526 mg/dl. He customer¿s blood glucose level was 479 mg/dl and 500 mg/dl. The customer was treated manual syringe. The insulin pump will not be returned for analysis.